Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use it was discovered that the labels were lifting on 85 tubes with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes.the following information was provided by the initial reporter:edta label lifting.

Manufacturer narrative:
H.6. Investigation summary samples have been requested in support of this complaint, but the photograph more than adequately confirms the defect and allow this investigation to be completed. If on receipt of the samples they do not support the original decision, the complaint will be reopened and re-investigated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of label lift through a corrective and preventive action (CAPA) (B)(4).

Event description:
It was reported that prior to use it was discovered that the labels were lifting on 85 tubes with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. The following information was provided by the initial reporter: edta label lifting.